Manufacturer narrative:
A partial lead was returned for analysis in 3 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for a device follow-up. It was noted that the atrial lead exhibited chronic noise. Lead revision was discussed. The patient passed away due to other complications not related to cardiac issues.

Event description:
New information noted that previously reported death was incorrect. The device was explanted and replaced. The patient was stable pre and post-procedure.